Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2026, the patient underwent transurethral plasma resection of the prostate under combined spinal-epidural anesthesia. During the procedure, while using an f20 bard three-lumen urinary catheter for catheterization, it was discovered that there was a blockage in the irrigation tubing and it was not functioning properly, preventing the irrigation fluid from flowing in and out normally. After replacing the catheter with a new one of the same model, flushes resumed normally.